Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the flex cardio unit will not power on. Troubleshooting performed by the biomed found that where the power supply connects to the flex cardio device appears to have burn damage (scorch marks) on the device. There was no mention of smoke or flames. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips technical support (ts) was able to remotely assist the customer with the reported problem. According to case notes, troubleshooting performed by the customer's biomed found that where the power supply connects to the flex cardio device appears to have burn damage (scorch marks) on the device. There was no allegation of smoke, flames, or any liquids being spilled by the customer. The customer replaced the flex cardio device and accompanying power brick with an on hand spare to resolve the issue. As a result, a replacement device and power brick was shipped to the customer. The defective product was reportedly discarded by the customer.